Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was implanted after the use-by date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62, lead, implanted (B)(6) 2014. (B)(4).